Event description:
It was reported that this implantable pacemaker device exhibited signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.